Event description:
The d-stat flowable hemostat was delivered during an interventional ultrasound guided pseudoaneurysm closure, which represents an off-label use of this device. Delivery of the procoagulant did not successfully close the pseudoaneurysm and manual compression was attempted. Following the procedure the patient experienced pain, loss of color, loss of pulses and nausea. An arterial occlusion was confirmed and treatment consisted of a surgical thrombectomy. The treatment was successful and no further complications were reported.